Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer's blood glucose level displayed "high." A manual insulin injection was administered to address bg. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.